Manufacturer narrative:
(B)(4). Upon further review of the initial medwatch, the event occurred during evaluation of a returned homechoice device on (B)(4) 2014. The date received by manufacturer of 02/11/2014 in the initial submission was correct. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: upon further review, it was found that this information was originally reported by the customer on the earlier date of (B)(6) 2014. Functional and visual testing were performed on the device and no issues were noted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The report of an increase intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was the tidal total ultra filtration (uf) removal was set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 01:51:51. During night drain cycle five, the patient's ultrafiltration reading was 2028ml, indicating the home patient (hp) drained 1938ml more than their maximum programmed fill volume of 1800ml. No additional information is available.